Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that the radiopaque markerband detached inside the patient's body. A flexima¿ drainage catheter was selected for a biliary drainage procedure. The device was unpacked and prepared in normal fashion. During procedure, it was noticed that the radiopaque markerband on the dilator was detached inside the patient's body. The physician used another dilator device to catch the detached radiopaque markerband and the markerband was removed from the patient's body successfully. The procedure was completed with another flexima¿ drainage catheter. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter returned, a flexima 10, has no visual or physical defects, the device look in good conditions with no evidence of anomalies or damages. On the other hand, an accustick introducer system which is sold as part of the flexima kit in the market was also received. No visual issues with the dilator and stiffening cannula were found however the tip of the introducer sheath was found to be damaged. The radiopaque (ro) marker on the sheath was loose and moved from its original position 6mm toward the distal tip of the sheath. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the proper location. The sheath surface was scraped as the ro marker slid over the sheath material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the radiopaque markerband detached inside the patient's body. A flexima¿ drainage catheter was selected for a biliary drainage procedure. The device was unpacked and prepared in normal fashion. During procedure, it was noticed that the radiopaque markerband on the dilator was detached inside the patient's body. The physician used another dilator device to catch the detached radiopaque markerband and the markerband was removed from the patient's body successfully. The procedure was completed with another flexima¿ drainage catheter. No further patient complications were reported and the patient's status was stable.